Event description:
The reporter stated that the proximal compression rods and screws of the panta nail compression device did not line up during use in a surgical procedure. The drill hole was not lining up with the nail; the drill bit was hitting metal. A lateral x-ray showed that the proximal screws and compression rod holes were 10-15 mm anterior to the panta arthrodesis nail. The surgeon used a free-hand technique to insert the proximal screws. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.